Event description:
The customer was hospitalized for dka. It was indicated that while troubleshooting the pump, the nurse found a leak at the luer lock connection of reservoir and syringe due to luer lock being loose. The nurse had tightened the connection and the pump passed the high pressure test. It was verified that the customer's pump had accurate settings and reviewed the pump's histories. There were no alarms or anomalies noted.